Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use, during initial drain. The cause of the air was an incomplete prime. The baxter technical service representative (tsr) had the home patient (hp) cycle the power on the machine to clear the alarm. The hp ended the therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.